Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the distal tip of the lead had been torn from the lead body and was not returned. The inner coil was stretched and deformed at this point. This damage was likely incurred during the lead replacement procedure. Microscopic examination of the distal end of the inner coil confirmed it appeared to have been melted/cut. Resistance testing verified the lead was electrically continuous and that the inner conductor coils were properly insulated from one another. An x-ray of the lead confirmed no fractures of the conductor coils. Analysis did not identify any lead issues that would have caused or contributed to the reported high pace impedance measurements and fluctuating threshold measurements.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this lead exhibited high pace impedance measurements and fluctuating thresholds, while pressing on the associated device. The physician elected to reposition the lead and questioned the connection. The lead was reconnected however high measurements remained unresolved. It was then, the lead terminal end appeared damaged. The lead was removed and replaced in absence of adverse patient effects and is intended to be returned for analysis.